Manufacturer narrative:
"Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with external devices and patient lost therapy. The ipg was deemed inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 - method code should have been 4117 rather than 4114. Additional information: h6 - method code has been updated to 4114.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.